Event description:
The patient reported that 3 v-go's have fallen off. Patient confirmed that he cleans the area with an alcohol pad and lets it dry before applying the v-go. Patient places the v-go on the back of his arm at midnight before bed, then when he wakes up in the morning he stated that the v-go's would be off. Patient does not have any devices available.